Event description:
Covidien received information that the oxygen (o2) sensor was found cracked during the 840 ventilator preventive maintenance. The device was not in use on a pt at the time the malfunction occurred. Customer reported to have replaced the o2 sensor. The device passed extended self-testing.

Manufacturer narrative:
(B)(4).